Manufacturer narrative:
The part of the device that does not remain in situ has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that while inserting modulus implant, the inner threaded piece of the inserter that interacts with the threaded hole in the implant broke off and stayed in implant. They could not get the implant out since it was more than halfway in and so we just tamped implant further into disc space and left the broken piece in the implant. Nothing was put over the tip; it¿s threaded all the way into the implant and broke off. No revision necessary and as of now no reported effects to patient.